Event description:
It was reported that a power on reset (por) message was displayed on the patient programmer and recharger. A 0x400 error code and verify neurostimulator clock setting message was displayed with the por when the implantable neurostimulator (ins) was interrogated with the clinician programmer. For the past three weeks, the patient had been doing radiotherapy in their left breast and the ins was located in the left abdominal region. The patient¿s health condition was good and there were no injuries reported due to the event. The patient wanted to know the implications and consequences of the error in relation to their device and therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that what actually happened is the that the patient was passing through treatment that needed the generator to be turned off. The generator discharged with time (simple discharge) and the patient didn't notice. The patient then recharged the generator again and it worked normally. The product won't be returned for analysis. If additional information is received a follow-up report will be sent.